Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("migration of device/ migration of essure device location of device: uterus") in a 44-year-old female patient who had essure (ess205) (batch no. 627434) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included fibroid uterine enlarged, abdominal pain lower, benign ovarian cyst, dysfunctional uterine bleeding and pelvic adhesions. Concomitant products included medroxyprogesterone acetate (depo-provera) from 1995 to 2011, nsaid's and paracetamol (acetaminophen). In (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2011, the patient experienced pelvic pain ("chronic worsening pelvic pain"), the first episode of menorrhagia ("heavy menstruation/abnormal bleeding(menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), the second episode of menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("depression"), anxiety ("mental anguish"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2013, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced decreased appetite ("after the removal my appetite was better"), weight decreased ("I have started gaining (after the removal)"), decreased activity ("my activity is up now I dont hav that coils in"), back pain ("lower back pain") and abdominal pain ("abdominal pain"). The patient was treated with surgery (laparoscopic hysterectomy with bilateral salpingectomy and left oophorectomy). Essure (ess205) was removed on (B)(6) 2013. At the time of the report, the device expulsion, weight decreased, vaginal haemorrhage, the last episode of menorrhagia, depression, anxiety, migraine, headache, dysmenorrhoea and dyspareunia outcome was unknown, the pelvic pain, back pain and abdominal pain had resolved and the decreased appetite and decreased activity was resolving. The reporter considered abdominal pain, anxiety, back pain, decreased activity, decreased appetite, depression, device expulsion, dysmenorrhoea, dyspareunia, headache, migraine, pelvic pain, vaginal haemorrhage, weight decreased, the first episode of menorrhagia and the second episode of menorrhagia to be related to essure (ess205). The reporter commented: cross linked with case (B)(4). Discrepancy noted in essure implant date ((B)(6) 2011 and (B)(6) 2007). Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina: in (B)(6) 2011: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 16-oct-2018: medical record received - lot number was added. Historical conditions were added. New reporter was added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("migration of device/ migration of essure device location of device: uterus") in a 44-year-old female patient who had essure (ess205) (batch no. 627434) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included fibroid uterine enlarged, abdominal pain lower, benign ovarian cyst, dysfunctional uterine bleeding and pelvic adhesions. Concomitant products included medroxyprogesterone acetate (depo-provera) from 1995 to 2011, nsaid's and paracetamol (acetaminophen). In (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2011, the patient experienced pelvic pain ("chronic worsening pelvic pain"), the first episode of menorrhagia ("heavy menstruation/abnormal bleeding(menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), the second episode of menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("depression"), anxiety ("mental anguish"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2013, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced decreased appetite ("after the removal my appetite was better"), weight decreased ("I have started gaining (after the removal)"), decreased activity ("my activity is up now I dont hav that coils in"), back pain ("lower back pain") and abdominal pain ("abdominal pain"). The patient was treated with surgery (laparoscopic hysterectomy with bilateral salpingectomy and left oophorectomy). Essure (ess205) was removed on (B)(6) 2013. At the time of the report, the device expulsion, weight decreased, depression, anxiety, migraine, headache, dysmenorrhoea and dyspareunia outcome was unknown, the pelvic pain, back pain and abdominal pain had resolved and the decreased appetite, decreased activity, vaginal haemorrhage and the last episode of menorrhagia was resolving. The reporter considered abdominal pain, anxiety, back pain, decreased activity, decreased appetite, depression, device expulsion, dysmenorrhoea, dyspareunia, headache, migraine, pelvic pain, vaginal haemorrhage, weight decreased, the first episode of menorrhagia and the second episode of menorrhagia to be related to essure (ess205). The reporter commented: cross linked with case (B)(4). Discrepancy noted in essure implant date ((B)(6) 2011 and (B)(6) 2007). Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - in (B)(6) 2011: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-oct-2018: quality safety evaluation of ptc(product technical complaint) incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of device") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, menorrhagia ("heavy menstruation"), decreased appetite ("after the removal my appetite was better"), weight decreased ("I have started gaining (after the removal)") and decreased activity ("my activity is up now I dont hav that coils in"). The patient was treated with surgery (laparoscopic hysterectomy with bilateraj salpingectomy, and left oophorectomy). Essure was removed. At the time of the report, the device dislocation, menorrhagia and weight decreased outcome was unknown and the decreased appetite and decreased activity was resolving. The reporter considered decreased activity, decreased appetite, device dislocation, menorrhagia and weight decreased to be related to essure. The reporter commented: cross linked with case (B)(4). Most recent follow-up information incorporated above includes: on 26-jan-2018: follow up from mr(social media)-events added: after the removal my appetite was better, I have started gaining (after the removal), my activity is up now I dont hav that coils in incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device expulsion ("migration of device/ migration of essure device location of device: uterus") in a 44-year-old female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Concomitant products included medroxyprogesterone acetate (depo-provera) from 1995 to 2011, nsaid's and paracetamol (acetaminophen). In (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2011, the patient experienced pelvic pain ("chronic worsening pelvic pain"), the first episode of menorrhagia ("heavy menstruation/abnormal bleeding(menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), the second episode of menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("depression"), anxiety ("mental anguish"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2013, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced decreased appetite ("after the removal my appetite was better"), weight decreased ("I have started gaining (after the removal)"), decreased activity ("my activity is up now I dont hav that coils in"), back pain ("lower back pain") and abdominal pain ("abdominal pain"). The patient was treated with surgery (laparoscopic hysterectomy with bilateral salpingectomy and left oophorectomy). Essure (ess205) was removed on 1-aug-2013. At the time of the report, the device expulsion, weight decreased, vaginal haemorrhage, the last episode of menorrhagia, depression, anxiety, migraine, headache, dysmenorrhoea and dyspareunia outcome was unknown, the pelvic pain, back pain and abdominal pain had resolved and the decreased appetite and decreased activity was resolving. The reporter considered abdominal pain, anxiety, back pain, decreased activity, decreased appetite, depression, device expulsion, dysmenorrhoea, dyspareunia, headache, migraine, pelvic pain, vaginal haemorrhage, weight decreased, the first episode of menorrhagia and the second episode of menorrhagia to be related to essure (ess205). The reporter commented: cross linked with case 2016-206164. Discrepancy noted in essure implant date (jul-2011 and jul-2007). Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - in october 2011: total bilateral occlusion most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received. New reporters added and reporter information updated. Implanted and explanted date updated.event device dislocation was updated to migration of essure device location of device: uterus. Events per pfs: abnormal bleeding (vaginal, menorrhagia), depression and mental anguish, migraines, headaches, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), lower back pain and abdominal pain. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of device") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain and menorrhagia ("heavy menstruation"). The patient was treated with surgery (laparoscopic hysterectomy with bilateral salpingectomy, and left oophorectomy). Essure was removed. At the time of the report, the device dislocation and menorrhagia outcome was unknown. The reporter considered device dislocation and menorrhagia to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.